Manufacturer narrative:
Results: inherent risk of procedure (death). (B)(4).

Event description:
An endeavor rx stent was implanted in the ramus during the index procedure. Approximately 35 months post the index procedure the patient expired, cause of death reported as sudden and unknown. It is reported as unknown if the patient death was related to the study device.